Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the permeability of the valve was tested, and a leak was detected. This resulted in a 20 min delay in the procedure. The patient's status at the time of the report was alive-no injury.